Event description:
On (B)(6) 2013, the patient reported his infusion set was leaking where it attach to the headset. He stated that the cannula was slightly kinked when he removed it. He stated that he noticed the leak because he could smell insulin and there was wetness at the infusion site. He stated that the leak caused his blood glucose level to be elevated to 292 mg/dl. His normal range is 80-120 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No sample was received for examination. The reference samples were visually inspected and tested for flow, leak and click. All test results were within specifications. No product was returned.